Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Manufacturing site evaluation: samples received: no samples have been received. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: not applicable. Devise not returned.

Manufacturer narrative:
(B)(4). Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological charateristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation on going

Event description:
Country of complaint: (B)(6). The surgeon found histoacryl couldn't stop bleeding. The surgeon has strong experience in this operation and in histoacryl use. Actually, histoacryl problem was followed by 4 pcs in the same box, that is, the rest of 4 pcs worked, but this didn't due to little polymerization reaction.